Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. Performance testing could not reproduce the reported event and the device operated according to specifications. The evaluation resulted in "no fault found" with the device. The device was serviced, tested, calibrated, and cleaned before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device is shutting off. There was no patient injury reported as a result of this event.